Event description:
Patient arrived for emergent heart cath. After coronary angiography was performed, decision was made to insert intra-aortic balloon pump. Inserted via right femoral artery. Once therapy was initiated, a catheter error was noted on the console. Multiple consoles were tried with the same error occurring. Patient had been heparinized, so reversal agent was given and intra-aortic balloon pump was removed. Manual pressure was held to achieve hemostasis. Access was then gained in the left femoral artery and a separate iabp catheter was inserted. Therapy was initiated and no issues were noted. Patient was hemodynamically stable and transferred to the intensive care unit. After the case, the scrub tech tried to manually inflate the balloon and the distal 1/3 of the balloon would not unfurl and inflate. The device was saved and the manufacturer was notified.